Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) was giving her problems. When the patient put in the settings into the device, the device's settings increased on their own, causing impulses and discomfort to the patient. The patient was concerned someone/something was interfering with the device to cause her pain, and she was very concerned about the security of her device. The patient wanted to know if someone could manipulate her device to make her feel pain, and she requested more information from the manufacturer regarding her device. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.